Event description:
It was reported that the pump's usb port was damaged. There was no reported adverse impact to the customer. Additional information was not provided, customer declined additional troubleshooting with technical support.